Manufacturer narrative:
Primary unique device identification (UDI) number: (B)(4). The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), the first deployed 20mm sapien 3 ultra resilia (s3ur) valve failed due to severe aortic insufficiency (ai) and a flailed leaflet that was not functioning properly. The patient underwent a transfemoral tavr (transcatheter aortic valve replacement) procedure with a 20mm s3ur valve in a pre-existing 19mm edwards surgical valve. After assessing the s3ur valve post deployment, the decision was made to fracture the surgical valve because the s3ur valve was under-expanded due to a true internal diameter (ID) of 17mm for the surgical valve. A successful fracture of the surgical valve was performed with a 20mm non-edwards balloon after achieving approximately 24atm inflation. After the balloon was deflated, the patient became hemodynamically unstable. The patient was supported with advanced cardiac life support (acls) medications and cardiopulmonary resuscitation (CPR). After the patient recovered hemodynamically and upon further assessment, severe ai of the s3ur valve was noted. The patient quickly began to decompensate. The leaflets of the s3ur valve were interrogated with a pigtail; per echocardiogram the leaflet appeared to be flailed or not functioning properly. As the patient became increasingly and hemodynamically unstable, the decision was made to prepare a second 20mm s3ur valve to correct the severe ai. The second s3ur valve was successfully deployed and the patient left the operating room in stable but critical condition. Additional information received from the edwards implant patient registry indicating the patient passed away on postoperative day 3 after tavr-in-savr. Additional information provided per fcs indicating the patient had a major stroke and the family decided to withdraw care.